Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the 30-degree endoscope. Fa was able to reproduce/confirm the customer reported complaint. The endoscope was visually inspected, and fa found damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. Additional observations not reported by the site were also identified. The endoscope was visually inspected, and fa found damage to the cable assembly. The cable was found pulled out from the cable overmold. Fa also found a defect on the camera instrument adapter. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Fa visually inspected the endoscope and found mechanical damage to the endoscope distal tip.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the endoscope camera lens was cracked. It was unknown if fragments fell into the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting camera lens cracked, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus, however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.